Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis for a gst60g submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first, second and third photos shows: a tyvek with the next information: lot t40w1d, expiration date 2024/05/31 and product code gst60g. Lot number was reviewed, and it belongs to a gst60g device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/08/31 and manufacturing date 2019/09/18. A tyvek with the next information: lot t40n57, expiration date 2024/04/30 and product code gst60d. Lot number was reviewed, and it belongs to a gst60b device. The expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/06/30 and manufacturing date 2019/07/23 a tyvek with the next information: lot t40v28, expiration date 2024/04/30 and product code gst60b. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/08/31 and manufacturing date 2019/09/06. The fourth photo shows a tyvek with character inconsistent with artwork and with not space. Based on the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the product reported was suspected counterfeit. Further investigation will be initiated.